Event description:
The patient experienced a shocking sensation which occurred last week when her stimulation was increased at an appointment. She then got "sick" and was vomiting and later did not feel her stimulation. Additional information was requested.

Manufacturer narrative:
(B)(4).